Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed because the conclusion code was updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that high out of range pace impedances were observed on the right atrial (ra) lead. A review was performed and the values had spiked from around 400 ohms to greater than 3000 ohms. In addition, inappropriate atrial tachy response (atr) episodes were stored which showed that the minute ventilation signal was being oversensed. Boston scientific technical services (ts) discussed the situation and troubleshooting. At this time, the respiratory rate trend feature was programmed off and system remains in service. The ra lead is another manufacturer's product. No adverse patient effects were reported.